Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, a system alarm occurred and clear fluid was observed leaking from the cartridge. The operator discontinued treatment without performing rinseback per center protocol, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The patient reported a dialysate leak from the cartridge leading to a termination of hemodialysis session. The patient failed to rinseback their blood as instructed in the user's guide leading to a reported blood loss of 190 cc per the FDA blood loss policy. No patient injury occurred. Eval of the returned cartridge confirmed a leak at the balance chamber of the cartridge which was most likely associated with a potential misalignment of the fluid mgmt pathway within the cartridge as well as certain lost of pvc films used in cartridge mfg that may have been less robust. Co has initiated a voluntary recall of the affected cartridge lots. The user's guide alerts operators of the potential for leaks and instructs operators of the need to observe for leaks. System labeling further instructs users to terminate treatment and rinseback blood if a leak occurs. A blood loss should not occur if device labeling is followed. Facility staff has been notified of the event and provided add'l training to the operator. Co medical considers this report closed.